Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 540 mg/dl. Customer reported symptoms of vomiting and weakness prior to the hospitalization. Customer believes the insulin pump stopped working. Customer stated that her blood glucose levels were brought under control and when she went back on the insulin pump her blood glucose levels increased again. Customer is currently at the hospital and troubleshooting was not performed. Customer's current blood glucose reading is 98 mg/dl and fluctuating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.